Event description:
Patient with vad placed 02/24. Pt started on heparin after surgery. Heparin therapeutic "02/27". Coumadin started "02/28" with therapeutic range of 2-2.5; 03/03 heparin held. Inr 2 on "03/08"; "03/15" need thoracentesis with subsequent need for inr to be< or= to 1.8; "03/16" hemolysis noted with continued downtrend of h/h along with frequently hemolyzed labs after "03/16"; "03/17" pt with increased shortness of breath and fatigue. Inr still therapeutic. Renal consult indicates concern with decreased perfusion to kidneys. Hepatic dysfunction noted. Echo study with no changes in lv cavity size and aortic valve opening every beat even with increase in speed. Intubated. Heparin restarted; "03/20" inr 1.5; "03/21" cardiac cath with no indication of contrast flow into the inflow cannula or exiting the outflow graft. Outflow graft examined and noted to be patient. Heparin therapeutic at 50.2; "03/23" lvad exchanged. No noted thrombus on examination of old pump, sent to vendor for further analysis. Pump speed on new pump at 6500. Pt doing well.